Event description:
Sigmoid colectomy to divide colon. Ralc45 dlu was fired and malformed staples were observed on both the proximal and distal ends. The staple line was cut out and redone using another device.